Event description:
Discrepancy found with the point of care istat/chem 8 on sodium values. On review of the chem8 critical values, a trend was discovered. Fortunately no known injuries occurred based on these results. Manufacturer was notified and after several requests we received replacement cartridges.